Event description:
Pt burned under three of four pads. Pt complained that the treatment was uncomfortable. Treatment was being administered in the interferential (ifc) setting.

Manufacturer narrative:
The ifc waveform demonstrated proper operation of the control and output circuitry on channels 1, 2, and 3. While the unit may generate many waveforms, all but the high volt waveform use the same output circuitry involved in the generation and delivery of stimulation. Interferential is the waveform reported utilized at the time of the reported event. The device passed all test conducted with no anomalies on channel 1, 2, and 3. The device meets all MFR's specifications on channel 1, 2, and 3. Channel 4 had an abnormal output due to component c311 was not adequately installed in the printed circuit board. Replaced component c311 on the printed circuit board and the device performed to specification on all channels 1, 2, 3, and 4.